Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient developed a perforation during percutaneous coronary intervention (pci). An attempt was made to cross the lesion in the left circumflex with the graftmaster covered stent system. However, due to the patient's anatomical structure, it could not pass through the lesion. A balloon was used to treat the perforation successfully. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.